Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. No products returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l3-l5 case the surgeon placed all wires on the right side of the patient. The surgeon moved to the left side and placed wires. The surgeon noticed some skiving with the drill guide on l4 and placed the screw manually. The surgeon used navigation without issue for the final screw in l5. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information received from a manufacturer representative corrected that the right side was completed first and then the issue at left l4 was encountered. The trajectories were deviated more than 3.5mm and less than 10mm.